Event description:
In 2009, the sales representative reported that on an unknown date, the patient complained of pain and upon x-ray, it was noted that the rods were broken. In 2009, revision surgery was performed to remove the broken rods. There was no surgical delay. Additional information received via telephone about 2 weeks later, the sales representative reported that during revision surgery, the surgeon untightened the closure tops; explanted the caudual part of the rods and extended the rest of the construct with the remaining part of the broken rods, and a hollow tube from another company and then retighten the closure tops.

Manufacturer narrative:
No device will be returned, due to part of the product is still implanted, and the other part of the product was discarded by hospital.